Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized on (B)(6) 2017 due to high blood glucose levels. Customer's blood glucose at the time of admission was 662 mg/dl. Customer's current blood glucose was 342 mg/dl. Customer reported that they were admitted to the intensive care unit. Customer reported symptoms related to their high blood glucose levels included nausea and ketones. Customer was wearing the insulin pump at time of hospitalization. Customer was treated with an IV of insulin, sugar water, and potassium. Customer reported that the insulin pump alarmed no delivery and low battery alerts. Troubleshooting was done. Product is not expected to return.